Manufacturer narrative:
Catalog number and lot number unknown/ not provided.

Event description:
It was reported that unknown biomet screw fractured inside implant (xifnt3213). Implant was removed as they were not able to remove the fractured screw.

Manufacturer narrative:
One osseotite implant was returned for inspection. The implant shows large signs of wear and tissue attachment at the bottom threads, and the middle threaded region is destroyed. The internal drive feature is confirmed to contain a fractured screw, which was too badly damaged to be removed. The screw could not be identified in this condition. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of biomet 3i titanium abutment screws, it is recommended to torque at 20ncm. Complaint indicates screw fracture and bone loss, which necessitated implant removal. Alleged fracture event was confirmed following inspection. A singular root cause could not be identified.